Manufacturer narrative:
This report is submitted on november 22, 2023.

Event description:
Per the clinic, the patient experienced a skin infection at the abutment site and was treated with oral antibiotics (specific date and duration not reported).